Event description:
The new crap device I bought had a lot of obnoxious fumes for the first week of using. It smelled toxic. With the recall of other CPAP devices, I think looking into the foam used for other manufactures should be done. I'm amazed that the FDA allows these types of materials to be used in a medical device people breath through. FDA safety report ID # (B)(4).